Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a meter to hcp meter comparison test. He had a reading of 120 mg/dl on his meter at home, and then went to a routine doctor's appointment. An hour after his home bg reading, tested on his doctor's meter (type unkown) with a result of 174 mg/dl. (On follow-up, the reporter could not confirm his reported test result at the doctor's office, stating that he wasn't sure of the exact number; the 174 was given during his initial report.) The lifescan representative trained the reporter on the 4c's and sent him a training video.